Event description:
The consumer reported two (2) unconfirmed false positive results with the binaxnow covid-19 ag self-test on (B)(6) 2023. This report is for result two (2) of two (2). The consumer indicated that they performed a non-abbott self-test (brand name unknown) which generated a negative result on an unknown date. No additional information including patient treatment or outcome was provided.

Manufacturer narrative:
The investigation is ongoing. A supplement report will be sent upon investigation completion. Single use device, discarded.

Event description:
The consumer reported two (2) unconfirmed false positive results with the binaxnow covid-19 ag self-test on 04apr2023. This report is for result two (2) of two (2). The consumer indicated that they performed a non-abbott self-test (brand name unknown) which generated a negative result on an unknown date.no additional information including patient treatment or outcome was provided.

Manufacturer narrative:
Investigation summary: testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 214045 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for kit part number 195-160 / lot 214045 and device part number 195-430wjr / lot 212379. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 214045 showed that the complaint rate is 0.00140%. Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue; however, it could possibly be related to issues including the self-test user performance, interpretation of the result, or the specific patient sample. H3 other text : single use device, discarded.